Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lower anterior colon resection the jaws of the device wouldn't release from tissue. The doctor wasn't able to force the jaws open and used a bovi to cut around the tissue and remove the instrument. The device wasn't attached to a vessel when it got stuck on the tissue. The doctor used the bovi device to complete the case with no consequence to the patient.